Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Device remains implanted.

Event description:
It was reported that the patient had liver and kidney failure and lab values were higher than expected. The patient was treated with an in-patient medical intervention, dialysis and mechanical ventilation. The patient subsequently died on (B)(6) 2017. Cause of death was multi-system organ failure. The ventricular assist device (vad) remains implanted in the patient. No additional information is available.